Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty interconnect flex cable. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch from defib mode into pacer or monitor modes. Complainant indicated that there was no patient involvement in the reported malfunction.